Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a pump error alarm 3 times. They had previously called to report the same problem. They had been told to remove the battery and reset the time and date. However, this did not resolve the issue. The customer¿s blood glucose level was 7.0 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specs and passed displacement test. Pump error during self test due to connector resistance j6 /pcb 1. Pump trace download analysis confirmed the power error . The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube, belt clip rail corner area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.